Event description:
Jackson-pratt (jp) drain ordered to be removed. Suction to bulb removed. Suture cut at skin. Tubing pulled at insertion site. When pulled, tubing of drain broke. Physician was notified. The patient returned to surgery for removal of jp drain from neck.original surgery when jp was placed was a right carotid endarterectomy one day prior.what was the original intended procedure?original surgery when jp was placed was a right carotid endarterectomy one day prior.device #1is this a laboratory device or laboratory test?no.